Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing and data download was unable to be performed because the device was received in a condition making evaluation impossible. Therefore the complaint of intermittent audio output could not be confirmed. A root cause could not be determined.